Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the device green button was pressed and the handle was squeezed, but the stapler was unable to fire. A new device was used to continue the procedure. There was no patient injury.